Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: catalog #3501480 sn: (B)(4) mentor smooth round spectrum 475cc saline manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year old female underwent primary breast augmentation with mentor smooth round spectrum, 475cc saline (right) and mentor smooth round moderate plus profile 200cc saline (left). The patient initially reported that the right implant was flat and has deflated. The patient underwent an explantation on (B)(6) 2018. During the procedure, it was noticed that the left implant bottomed out and migrated. As a result, the patient underwent bilateral explantation and replacement with unknown silicone gel implants. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device. White material was observed on the shell surface. During examination, product evaluation observed a rent measuring approximately 20 cm on the anterior aspect. No other anomalies were found. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. The device history record ( DHR) of lot number 6614464 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).